Event description:
Reporter noted infusion pressure decreased during phaco procedure; eye collapsed, patient's cornea was damaged. Tubings from cassette appeared to be squeezed together. Changed cassette and performance problem resolved. Surgeon does not feel damage to the endothelium was significant. Additional information received noted procedure was converted to ecce because footswitch wasn't working. Prognosis reported as good.